Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The complainant indicates the use of opelead as a viscoelastic, which is not qualified for use with company model, this is not a qualified company product combination the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation a scratch was found on the leading haptic side of optic. The surgery was performed and completed without product replacement, the lens remains implanted. Since it is in the peripheral area, there is no effect on vision. Additional information has been requested.

Event description:
Additional information has been requested and received stating they are taking measures to control the storage method and temperature in the operating room and are in the process of verifying that no scratches have occurred since then in the facility.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complainant indicates the use of opelead as a viscoelastic, which is not qualified for use with company device. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).